Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported the procedure was cancelled due a cryoablation system malfunction. A icefx cryoablation system was chosen to for a cryoablation procedure. During preparation prior to the procedure, the console system displayed an '80-01' error message. The procedure was cancelled/rescheduled due to the icefx cryoablation system malfunction.

Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the icefx cryoablation system confirmed that the event of 'device displays error message' resulting in 'cancelled/rescheduled - post sedation/sedation unknown' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered 'unable to exclude device problem' because with the reported information, it was unable to be determined what caused or contributed to the reported console failure. The reported event was not confirmed.

Event description:
It was reported the procedure was cancelled due a cryoablation system malfunction. A icefx cryoablation system was chosen to for a cryoablation procedure. During preparation prior to the procedure, the console system displayed an '80-01' error message. The procedure was cancelled/rescheduled due to the icefx cryoablation system malfunction.